Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for insertion into the patient's right femoral artery. When taking the iab out of the kit, after pulling negative pressure, the membrane became loose. As a result, the iab could not be advanced into the sheath. A new kit was opened and the second sheath was inserted into the patient's opposite femoral artery (left) for intra-aortic balloon pump (iabp) therapy. The patient received iabp therapy using the autocat2 wave ((B)(4)). There was no reported patient death or complications. It was noted that there was not an interruption/delay in iabp therapy. The pt outcome is listed as good. Additional info received on (B)(6) 2014 clarified that the iab was unwrapped prior to insertion. The iab unwrapped before inserting the sheath. The md tried to insert the iab by wrapping it with his hand instead of opening a new kit. The md did remove the iab and sheath as one unit. The md used the opposite femoral artery for the second iab insertion because of heavy bleeding from the right femoral artery, and that is why the md chose the opposite side.